Manufacturer narrative:
Insulin pump received with blank display due to moisture damage electronic assembly. Unit had cracked display window corner, scratched display window and cracked reservoir tube. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have a blank screen display. Customer's blood glucose was 107 mg/dl. During troubleshooting, it was found that insulin pump was not exposed to moisture; contacts on battery cap were damaged and battery compartment was damaged. After troubleshooting, battery was removed for two hours and pump allowed to rest and display screen still did not return. Customer was advised that insulin pump would need to be replaced.